Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject EU-me2 was returned to olympus medical systems corp. (Omsc). Omsc send the subject EU-me2 to the manufacturer of EU-me2¿s unit for the investigation. Omsc received the investigation result from the manufacturer as below. Since the supply voltage to image processing cpu on cell board was changed, the error detection circuit found error us1605. There were following two factors changed the supply voltage. The insufficient painting of heat conduction grease; the variability of power ic. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subjected device has not been returned to olympus medical systems corp.(omsc) for evaluation. On (B)(6) 2017, service department of overseas subsidiary of olympus confirmed the following information. The subject device displayed an error message ¿us1605¿. This means "fault in the processor. Please do not use the device anymore and contact olympus". The EU-me2 instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
On (B)(6) 2017, olympus was informed the following information. During ebus, the subject EU-me2 had a malfunction. The customer has already registered the processor for a repair in (B)(6) 2016 (reasons not clear) and waited for a loaner device, which was not available until now. It was reported that a potential patient risk of patient exists. The subject device has switched of during an examination. As a result the screen was black and the physician could no longer see the image of the scope during an examination. The user facility cancelled the intended procedure.